Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient presented with a periprosthetic fracture. The events leading to the fracture are unknown. The surgeon requested implant identification in case he had to remove the articular surface. The surgery was completed and no zimmerbiomet implants were revised. No additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unk femoral; MDR: 0001822565-2022-00054.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.